Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had scratch that interferes with ability to clearly read and operate insulin pump. Customer's blood glucose value 4.1 mmol/l. Troubleshooting was performed. Customer states the insulin pump working fine. Customer states the scratch was on the lcd screen and the extent of the scratch was from top to bottom. The device will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test and self test. Insulin pump received with scratched lcd window and case. Scratches do not impede visibility of screen. Missing segments/partial display not confirmed. (B)(4).